Event description:
It was reported that the workstation dell prec. 670 assy displayed a blue screen and turned off during a procedure. The device would not restart, so the surgeon chose to complete the procedure using traditional methods. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences. The type of procedure is unknown. Additional information has been requested from the user facility.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The reported event was not confirmed, as the device was not available for evaluation.

Event description:
It was reported that the workstation dell prec. 670 assy displayed a blue screen and turned off during a procedure. The device would not restart so the surgeon chose to complete the procedure using traditional methods. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences. The type of procedure is unknown. Additional information has been requested from the user facility.